Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the [distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure the lead took multiple rotations to extend the helix. When the lead was attached to the pacing system analyzer (psa) it yielded good measurements. However when it was connected to the device there was noise and impedance measurements greater than 3000 ohms. The physician re-inserted the lead into the header, verified connection by doing a tug test and saw noise. Thus the lead was attempted and not implanted. No adverse patient effects were reported.